Manufacturer narrative:
(B)(4). Correction: date of death added. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, difficulty in grasping the leaflets was a result of the challenging pathology/morphology. Tissue damage and hypotension was related to procedural conditions. A definitive cause for endocarditis, arrhythmias (tachycardia) and death could not be confirmed. This event was further reviewed by an abbott vascular medical affairs director. The reviewer stated, death was not related to the device and was likely a complication of surgery. However, it cannot be excluded that the procedure may have contributed to worsen the clinical condition prior to emergent surgery. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Patient codes: 1834 labeled 1914 labeled 2095 labeled 2104 labeled device codes: 1158 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed to report endocarditis, hypotension, tachycardia surgical intervention, and death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted morbide valve, flail, prolapse posterior mitral leaflet (pml), and thin and enlarged leaflets. A clip delivery system (cds) was advanced to the mitral valve; however, after six grasping attempts, it was not possible to get an adequate reduction of mr. The cds was removed with the clip attached. An additional flail on the pml was observed . It was suspected that the additional flail was endocarditis, but this could not be confirmed. Then the patient experienced 160-170 beats per minute and a decrease of blood pressure. The patient became hemodynamically unstable and a decision was made to abort the procedure. No clips were implanted, and mr is 4. An extracorporeal membrane oxygenation (ECMO) was implanted in the patient and then the patient underwent cardiac surgery for mitral valve replacement. Although the mitral valve replacement was successful, the patient died after the heart lung machine was stopped. No additional information was provided.